Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ how was the drain de-clogged? Surgeon went to the ward to flush the drain ¿ as a new drain implanted to correct the situation? New drain was implanted ¿ was there any medical or surgical intervention performed to correct the situation (product removed; re-operation; prescription medication)? If so, please specify. None ¿ what is the most current patient status? Patient was already discharged and recovering well the following information was requested, but unavailable: ¿ what is the lot number? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? ¿ what is the date of index surgical procedure? ¿ what were the diagnosis and indication for the index surgical procedure? ¿ please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. ¿ was there any intraoperative concurrent use of other products? ¿ where was the surgicel used (on what tissue)? ¿ how much surgicel was used during the procedure? ¿ what were current symptoms following the index surgical procedure? Onset date? ¿ has any surgical or medical intervention been performed? ¿ what is physician¿s opinion as to the cause of or contributing factors to this event? ¿ was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative drain clogging? ¿ what is the patient¿s current status? ¿ what is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mastectomy procedure on an unknown date and absorbable hemostat was used. The breast surgeon used the absorbable hemostat for broad surface oozing. She is aware of the need to remove excess, therefore used 2 litres of warm wash to irrigate excess and also checked for and removed excess near the drain area. However, the absorbable hemostat still caused the drain to clot post-op day 1/2. Surgeon had to de-clog the drain twice in a row. Patient is recovering well now. Additional information was requested.